Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a change sensor alarm. The customer's blood glucose level was 46 mg/dl but her sensor glucose reading was 198 mg/dl. The customer treated her low blood glucose level with juice. The device was not returned.